Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that low r-wave and decrease in lead impedance but still within range were observed on the right ventricular lead. It was suspected that the rv lead may have pulled back. The rv lead was revised and successfully repositioned on (B)(6) 2019. Patient was stable.